Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave pfa catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During pressurized saline infusion, the infusion side of the catheter cracked, and water was noted to be leaking. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. It was noted that the flush irrigation port was cracked. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. During irrigation, a leak was observed in the luer port of the catheter. The reported catheter leak was confirmed.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave pfa catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During pressurized saline infusion, the infusion side of the catheter cracked, and water was noted to be leaking. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter was returned for analysis.